Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had to change her infusion set and reservoir last night. Customer's blood glucose level went up to 17 mmol/l. Customer treated and went to bed. Customer woke up in the middle of the night and their blood glucose level was at 22 mmol/l. Customer treated manually with 2 units and their blood glucose level went down to 21 mmol/l. Customer reported having ketones. Pump passed displacement and high pressure tests. It was found that the cannula was bent. Customer was advised to go to the hospital and contact their health care professional. Customer stated that she has her daughter to help her and monitor the issue. No further assistance needed.